Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field for 08/25/2015. (B)(6). Results: bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for no additive with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that additives are missing from 13x75mm, 3.0 ml, bd vacutainer® whole blood tube, with k2edta additive and lavender bd hemogard¿ closure. No serious injury, blood exposure or medical intervention was reported.